Manufacturer narrative:
(B)(4). Product returned had no defect found. Most likely undergoing root cause: user's test strip had poor storage.

Event description:
Consumer complaint of about low blood results. Customer's wire states that her husband feels well and requires no medical attention. Customer's expected blood results are 115-125mg/dl fasting. Verified the strips expire 01/28/2017. Customer confirms the strips are stored properly and was first opened 06/19/2017. Customer is concerned about the result of 20mg/dl, obtained in the morning on (B)(6) 2015. Reviewed meter memory: 128mg/dl, (B)(6) 2015, 08:45:00 am, fasting: yes; 20mg/dl, (B)(6) 2015, 08:39:00 am, fasting: yes; 137mg/dl, (B)(6) 2015, 08:54:00 am, fasting: yes; 137mg/dl, (B)(6) 2015, 07:30:00 am, fasting: yes; 120mg/dl, (B)(6) 2015, 08:23:00 am, fasting: yes.